Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and subsequently, the pump shut down. The customer's blood glucose level was 155 mg/dl. Reportedly, the customer will continue using the current pump for insulin therapy, but also had manual injections available.